Manufacturer narrative:
Follow-up #1 date of submission 03/19/2014-device evaluation:the pump has been returned and evaluated by product analysis on 02/28/2014 with the following findings:a review of the device history indicated no evidence of power loss. During testing, the battery cap did not secure properly to the pump in order to maintain power, and the battery compartment threads were cracked. A power loss was duplicated. The pump was exercised for 24 hours with a test cap and a loss of power was not observed. Evidence of moisture ingress was also found in the battery compartment. A leak test was performed and confirmed a battery compartment leak. The pump case was removed and no further evidence of moisture ingress was observed. Unrelated to the complaint, the display screen appeared dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. The reporter stated that the pump battery compartment was cracked and the battery cap could not be properly secured. The pump had allegedly been exposed to moisture; water and corrosion due to moisture were reportedly visible in the battery compartment. A power loss was also reported. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.